Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued; replacement device shipped to site on (B)(4) 2016 for issue resolution. Medtronic investigation of returned suspect device finds that the adjustment screw head has been rounded out so that the mating driver will not fit well enough to turn the screw. There are also tool marks around the head of the screw. The reported event was confirmed to be caused by physical damage, most likely due to overtightening of the screw.

Event description:
A site representative reported that during sterile processing a medium clamp was found to be damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.